Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s bg was displaying erratic readings, ranging from 190 mg/dl to low mg/dl in a short amount of time. The patient was also experiencing some dizziness. The patient¿s son called the ambulance to verify her bg with a fingerstick, which was 256 mg/dl while the cgm was reading low mg/dl. However, while the paramedics were there the patient¿s bg via fingerstick ¿dropped significantly¿ (no specific value was reported) and the patient¿s son stated he believed the patient may have given herself too much insulin earlier in the day. Due to the patient¿s dropping bg level, the paramedics treated her with IV glucose. The patient¿s son then fed the patient a meal to help stabilize her bg. The patient was not transported to the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.